Event description:
It was reported that, "surgeon performed a c3-c7 anterior cervical discectomy and fusion with dynatran. We used 4.0 x 14 mm fixed self tapping screws. We drilled on power with a 14 mm drill bit. The bottom right screw at c7 started to back out approx 2 mm 7-8 months after surgery. The level did not fuse, which might have led to the screw backing out. According to the surgeon, this is 1 of 4 cases that this problem has occurred from using the dynatran plate."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental, method, result and conclusion codes will be made available following an engineering eval.